Event description:
A medtronic representative received a report from a site alleging an inaccuracy that occurred while in a 5-level spine fusion procedure. The surgeon was using a percutaneous pin spine reference frame. The alleged 2mm lateral inaccuracy was noted immediately after the o-arm imaging system exams were transferred to the navigation system. No further details were provided at this time. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4) 2014, a medtronic representative, following-up at the site, was informed the level affected was l4-l5. The surgeon felt accurate when placing screws in the beginning of the procedure, then deemed being inaccurate when placing two of the screws. The surgeon discontinued navigation after the left l5 screw and the right l4 screw were removed when they were found to be in the disc space. The surgeon then placed the remainder of the screws without using navigation. The post-operative computed tomography (CT) scan showed that one of the screws was placed inaccurately and was revised. (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2014, another medtronic representative, followed-up at the site, and performed a system check-out to include verification of accuracy using both trackers. The reported issue could not be replicated. Working with a second medtronic representative, the system was found to be fully functional. (B)(6) 2014, a subsequent t2-l4 fusion procedure was performed accurately for that entire surgery. The same navigation system and software were functioning properly. There were no further issues with accuracy. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the root cause of the reported event was unable to be determined without further information since the behavior could not be replicated. The most likely cause was that the reference frame moved during the procedure.